Event description:
When the device was used during a laparoscopic gastric bypass procedure, staples on one side of cut line did not deploy. The case was completed with another device without pt consequence.

Manufacturer narrative:
Eval: the analysis results confirmed that one instrument was received in good visual condition with a partially fired reloaded cartridge. The cartridge was removed from the instrument and was noted to have the right side fully fired and left side partially fired. It appears that excessive force on one of the wedge bands caused the device to partially fire. Functionality was performed on the returned instrument using a test cartridge and fired, cut and all the staples formed without any difficulties noted. The event described could not be re-created. The mfg records were reviewed an no anomalies were found.